Manufacturer narrative:
The device was rec'd by depuy synthes power tools. The investigation is still in process. Once the investigation has been completed or if add'l info becomes available, a supplemental report will be sent.

Event description:
Report rec'd from the USA stating that the device had cord damage. The device was not being used during surgery. It is unk if injury or medical intervention occurred. The date of event is unk. There was no add'l info provided.